Event description:
It was reported that, when the patient was due for a tracheal tube change, the nurse found the first of two tracheal tubes to have torn balloon, making them unusable. Another tracheal tube was used for the change. No patient injury was reported.

Manufacturer narrative:
UDI and (510k) are unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. Two (2) samples were received without its original packaging inside a ziploc bag. Samples were visually inspected at 12 inches under normal lighting to received unit, in order to detect any damage on the cuff, airline or pivot balloon. During the visual inspection, no damage was detected in sample 1 and it was seen that sample 2 had the cuff broken. The sample 1 was tested on leak test. The sample was inflated and it was visually inspected for 10 seconds, no problem was observed. Then the unit was submerged under water, no leakage was observed. The balloon was squeezed and the airway line was moved back and forth, no leakage was detected. After a review of the different verifications that were performed during the manufacturing process to detect damage components, the root cause could not be determined but most probable that the damage occurred after the product left the manufacturing facility. As a preventive action production personnel was notified by the area trainer on (B)(6) 2018 as awareness of the defect reported by the customer.